Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "fiber port overheated". The procedure was completed with a turp. Pt outcome: "no damages to the pt."